Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Second meter serial no. (B)(6) (B)(6) 2001. Both meters have been confirmed to exhibit the memory overtime malfunction. No manufacturing parameters found out of spec and original generic battery voltage was measured at 2.979v. Did not observe battery icon or booklet icon while strip was inserted. However, uom was selectable and was received at mmol/l. At 0300 and 0015 errors were observed in the error log indicating battery drop. Customers and retailers have been informed through the fa16may2006 letter.